Event description:
The patient came in with a headache. The valve was emptied by pumping the reservoir. An x-ray was done,then the valve was replaced with another delta. The doctor thinks there is a hole somewhere in the valve.